Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that in an incident with multiple co intoxicated we could observe different measurements that gave corpuls 1 (ds00) and 3 (s605) in the same patient and in the same hand. The customer has tested with a calibrated fluke prosim 8 standard and the sensor test pn 3403 giving favorable results. With this he is sure that the equipment and extension cord work correctly but you can not certify that the set (with the sensor) works properly. No patient impact or consequences reported.

Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed.